Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Patient reported for right side "periprosthetic collection associated with unfolding of the internal capsule from the external one suggestive of intracapsular rupture" and "does not feel safe with these implants." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late and patient's concern with textured product.

Event description:
Patient reported for right side "rupture" and "does not feel safe with these implants." Healthcare professional reported "periprosthetic collection associated with unfolding of the internal capsule from the external one suggestive of intracapsular rupture." Device remains implanted.